Event description:
Consumer complaint of low bnlood results. Customer states that the results are consistently "lo". Last 5 results in memory show "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologized for the lateness of this report.